Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was not functioning properly.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is underway. The reported problem (not performing properly) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.